Event description:
Customer's nurse reports back to back testing to a professional meter while using the advantage system with results of 353 mg/dl on customer's meter and 150 mg/dl on professional meter. Customer's nurse also reports back to back testing on the same meter while using the advantage system with results of: 300 mg/dl to 40 mg/dl, 40 mg/dl to 200 mg/dl. No quality controls were run. No adverse event reported. A request was made to return of the suspect product and a replacement was sent.